Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing during a ventricular tachycardia (vt) episode. Therapy delivery remained appropriate. No adverse patient effects were reported. This device remains in service.